Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility had a cp pump placed to support the patient admitted in with acute myocardial infarction complicated by cardiogenic shock and the patient was transferred to the tertiary from the community. The pump was supporting with limb ischemia and the ischemia prompted distal perfusion catheter placement. Additionally there was positional issues, but positioning was complicated by the ventricular septal defect, and renal issues ongoing. The team gave blood, started continuous renal replacement therapy, placed extracorporeal membrane oxygenation, and support continues.

Manufacturer narrative:
D6b explant date added. Correction: e4.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Wrong positioning: the cause of the positioning issue was most likely related to the patients condition, as clinical reported that the lv was underfilling. Device history review: the device passed all post sterile inspection checks.